Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the child reported that the patient experienced bleeding at the insertion site, which occurred one day after the sensor was inserted in the abdomen. The patient experienced uncontrollable bleeding and was taken to the emergency department by the child. Of note, the patient is on an unspecified blood thinner. The insertion site was treated with a local anesthetic and sutured. There were no symptoms reported and there was no report of any further medical intervention. The patient was discharged the same day. At the time of the report, the patient was fine. Due diligence attempts to contact the reporter for more information were made, but no contact with the reporter was made. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.